Event description:
It was reported that during a da vinci-assisted prostatectomy - simple extraperitoneal surgical procedure, the customer encountered an error c-83 on the integrated electrosurgical unit (iesu) or erbe generator at the end of the case. The customer noted that they were able to complete the case without further issues. The customer found that the error returned the next morning at power up and requested service on the erbe. The procedure was completed with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the customer noted that the generator could no longer work and a replacement was connected.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) or erbe due to error c-83. The system was tested and verified as ready for use. The complaint was confirmed based on field evaluation. Isi has not received the erbe for evaluation. A follow-up MDR will be submitted, if additional information is obtained. Probable root cause of error c-83 points to instrument interface (iif) communication timeout.